Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they called to state the arctic sun device was having problems with low flow. A functional check of the device showed it could not achieve -7.0 psi. Stated this was indicative of a failed circulation pump. Requested a quote for a 2000-hour service and loaner.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed circulation pump. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they called to state the arctic sun device was having problems with low flow. A functional check of the device showed it could not achieve -7.0 psi. Stated this was indicative of a failed circulation pump. Requested a quote for a 2000-hour service and loaner. Per sample evaluation results on 17mar2025, 2 tank seals torn. Flowmeter had low readings during ctu calibration.